Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the radial artery. A 3.00x20mm promus element stent delivery system (sds) was implanted at an unknown time during the procedure in the right coronary artery (rca). The 70% stenosed, denovo target lesion was located in the severely tortuous left circumflex (lcx). The lesion was predilated with a 2.00x15mm non bsc balloon and then a 2.25x12mm promus element sds was advanced; however, when the sds reached the aortic branch, the device was unable to be advanced further. After two unsuccessful attempts to cross the aortic branch the physician removed the device from the patient and it was noted that the stent struts were lifted. The procedure was ended at this point with no patient complications reported. The patient¿s condition is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the radial artery. A 3.00x20mm promus element stent delivery system (sds) was implanted at an unknown time during the procedure in the right coronary artery (rca). The 70% stenosed, de novo target lesion was located in the severely tortuous left circumflex (lcx). The lesion was predilated with a 2.00x15mm non bsc balloon and then a 2.25x12mm promus element sds was advanced; however, when the sds reached the aortic branch, the device was unable to be advanced further. After two unsuccessful attempts to cross the aortic branch the physician removed the device from the patient and it was noted that the stent struts were lifted. The procedure was ended at this point with no patient complications reported. The patient's condition is stable. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified that the device was returned with the stent dislodged and damaged. The stent was sitting loosely on the balloon. The balloon was returned partially inflated. A number of strut rows at the distal edge of the stent were misaligned. Struts on the proximal row were also raised. The lumen was scored and kinked along the lumen just proximal to the balloon. There was a kink in the midshaft and corewire 2mm proximal to the port. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the system. The device was returned with the product mandrel stuck fast through the lumen. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The tip section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).